Event description:
Additional information was received. It was reported the patient stated the controller never worked for them and they could not get a charge to the implant. It was noted it was hard on their legs and it was killing them, even though it was supposed to kill pain. The patient believed the implant battery was dead and it never worked since it would not charge. The patient reset the controller last time and it did not work. During the call, the patient verified there was no damage to the controller and charging port to the recharger. The patient reset the controller and attempted to charge the implant, they received no device found. The patient was assisted on passive recharge mode. The controller had 90% battery and the ins was recharging excellent with a green flashing light. Troubleshooting resolved the issue. The patient noted it also took them 6-7 hours to charge their ins and they could not get to 100% ins charge. The patient was redirected to the healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger; product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that around the end of 2020, the patient was noticing that the implanted neurostimulator (ins) was becoming hot.  They also reported that around the same time they noticed that the paddle of their recharger therapy module (rtm) was getting hot when recharging the ins.   A replacement rtm was sent to the patient.  Additionally, around the same time, the patient noticed their controller was not charging, which was explained to mean that the controller was charging but it was taking 5-8 hours to charge.  It wasn't clear if the controller itself was taking 5-8 hours to charge or if the patient meant the controller was taking 5-8 hours to charge the ins.  A replacement controller was sent to the patient.  No symptoms were reported to be related to the controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial#(B)(6), implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6), implanted: explanted: product type programmer, patient h3. Analysis performed on [product ID 97755 lot# serial# (B)(6),analysis found that there was a recharge antenna failure, no device found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.